Manufacturer narrative:
Date sent to the FDA: 11/21/2007. Result: four strips with numerous examples of removed tissue or scabs were examined under a stereomicroscope at 10-40x. Many of the examples were consistent in appearance with dried blood, dried scabs, and/or associated material associated with surface wounds. Many examples had various colorless, black, blue, red, or green natural fibers present, most likely from contact with bandages, gauze, or fabrics. The colorless fibers were consistent in appearance with cellulose. Photographs provided by the patient were also reviewed. Many of the images illustrate the same types of various natural fibers as were observed in the optical evaluation. Conclusion: no conclusion can be drawn. The evaluation did not identify any indication of suture material. Two of the patients physicians report that suture is not the cause of the patient event. Both physicians report the event is related to the patient scratching and picking at the surgical site.

Event description:
Patient reported that, the suture is spitting following a beltectomy procedure. The spitting reaction is described as ulcerated and producing a variety of material types. Patient reports that "under the ulcerations are minefields of white stitches, spider web-thin wire stuff with sharps all over it, and pieces of what looks like coconut flakes and steel shavings". The patient was prescribed but refused to take antibiotics.